Manufacturer narrative:
The reagent information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable vitamin d, folate, and psa results for 11 patient samples on a cobas e 801 analytical unit. Sample 1 had an initial vitamin d result of >300 nmol/l. The repeat result was 161 nmol/l. The sample was repeated on another module and the result was 36.5 nmol/l. Sample 2 had an initial vitamin d result of 234 nmol/l. The repeat result was 133 nmol/l. The sample was repeated on another module and the result was 53.7 nmol/l. Sample 3 had an initial vitamin d result of 226 nmol/l. The repeat result was 137 nmol/l. The sample was repeated on another module and the result was 45 nmol/l. Sample 4 had an initial vitamin d result of >300 nmol/l. The repeat result was 47.7 nmol/l. The sample was repeated on another module and the result was 154 nmol/l. The next day, the sample was repeated again on the initial module and the result was >300 nmol/l. The sample was also repeated again on the second module and the result was >300 nmol/l. Sample 5 had an initial vitamin d result of 224 nmol/l. The repeat result was 222 nmol/l. The sample was repeated on another module and the result was 80.5 nmol/l. The next day, the sample was repeated again on the initial module and the result was 78.7 nmol/l. The sample was also repeated again on the second module and the result was 61.2 nmol/l. Sample 6 had an initial vitamin d result of 261 nmol/l. The repeat result was 103 nmol/l. The sample was repeated on another module and the result was 65.5 nmol/l. Sample 7 had an initial vitamin d result of 144 nmol/l. The repeat result was 22.4 nmol/l. The sample was repeated on another module and the result was 19.9 nmol/l. Sample 8 had an initial vitamin d result of 84 nmol/l. The next day, the sample was repeated and the result was 197 nmol/l. The sample was also repeated on another module and the result was 76.7 nmol/l. Sample 9 had an initial vitamin d result from the second module of 116 nmol/l. The next day, the sample was repeated on the same module and the result was 196 nmol/l. Sample 10 had an initial folate result of 28. The repeat result was 12.9. The sample was repeated on another module and the result was 8.92. The units of measurement were not provided. Sample 11 had an initial psa result of 0.96 ng/ml. The repeat result was 2.7 ng/ml. The sample was repeated on another module and the result was 3.39 ng/ml. The next day, the sample was repeated again on the initial module and the result was 3.61 ng/ml.

Manufacturer narrative:
The qc recovery data provided was within specification. The alarm trace showed two sample quality issue alarms on the day of the event. The field service engineer (fse) checked the sipper probes and wash station and cleaned the sample and reagent probes. The investigation did not identify a product problem. The root cause of the event could not be determined.